Manufacturer narrative:
Sample was collected in 4ml edta tube, stored at room temperature and processed within one hour of collection. A field service engineer (fse) went on-site, performed troubleshooting, replaced some hardware and verified the operation of the system which included running samples in auto and manual mode and also comparing to an alternate instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the original patient sample that was rerun as a patient qc sample on the coulter lh 500 analyzer had lower hemoglobin (hgb), rbc and higher platelet (plt) results than the patient qc sample results. The original patient sample results were reported outside of the laboratory. The qc sample was rerun 30 minutes after the original patient run and qc runs recovered similar results which the customer considers correct. An amended report was issued. There was no death, injury or affect to patient treatment associated with this event.